Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. The lead was explanted and will not be returned. Good lead measurements were obtained after the implant. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.